Event description:
Pacing wire malfunctioned during use, which resulted in three instances of ventricular fibrillation after an r-on-t phenomenon. Patient required CPR. The pacing cable was set as a back-up rate of 50 while patient¿s rhythm was 90. The pacing wire paced the patient inappropriately and caused ventricular fibrillation. The current was set to 10ma; voltage was set to 2 millivolts. The wire was determined to be the issue after the issue persisted despite replacement of the pacing box and associated cables. Manufacturer response for pacing wire, myo/wire (per site reporter) device will be returned to the manufacturer for failure analysis.